Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead experienced a syncopal episode and was hospitalized. Interrogation revealed myopotential noise on the rv channel. Attempts to reproduce the noise were unsuccessful. As the device (vitality t177 sn (B)(4)) has reached elective replacement indicators (eri), an elective procedure is intended. The device sensitivity was reprogrammed. A save to disc was provided to technical services (ts) for their review. Ts determined the noise was likely compatible with myopotential/diaphragmatic noise resulting in oversensing and asystole of seven and one-half seconds, vf detection was not treated as it was non-sustained. As soon as the noise stopped, the device started to pace again. Further lead interrogation was recommended. As the patient is pacemaker dependent, the patient was hospitalized until the replacement procedure. The intended procedure was performed. Visual inspection of the lead did not reveal any issues. A decision was made to partially surgically abandon this lead and implant an additional pace/sense lead. The physician felt the syncopal episode was due to the lead loss of capture and there was no device issue. Post procedure, no issues were found. No further patient symptoms were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.